Event description:
It was reported that air embolism occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. An unknown boston scientific device was used; however, air embolism was noted. The procedure was completed successfully and the patient was fully recovered.

Manufacturer narrative:
D1 - brand name: updated from blank to opticross hd.

Event description:
It was reported that air embolism occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. An unknown boston scientific device was used; however, air embolism was noted. The procedure was completed successfully and the patient was fully recovered.